Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿total hip arthroplasty after failed treatment for osteonecrosis of the femoral head¿ by wim hc. Rijnen, md, et al, published by orthopedic clinics of north america (2009), vol, 40, pp. 291-298, was reviewed. The purpose of this study was to evaluate the complications and the clinical and radiologic outcome of tha after failed transtrochanteric rotational osteotomy (tro) for treatment of osteonecrosis of the femoral head and tha after failed bone impaction grafting (big) technique for treatment of femoral head osteonecrosis. All thas were cemented with unknown cement. There was one (1) charnley elite plus total hip system used in this study. The remaining patients were implanted with competitor products. Results: these results include all complications experienced in the study. The authors do not provide information regarding complications or adverse events specific to manufacturer. There were 2 postoperative infections treated with debridement and antibiotics. 1 hip became re-infected 6 years after index tha, and all components were explanted and revised to unknown components. There were 2 postoperative dislocations treated with one open reduction and 2 closed reductions. There was one cup revision due to aseptic loosening of an unknown interface. There is insufficient information to attribute the acetabular cup loosening, secured with competitor cement, to the depuy cup. Therefore loosening of the cup is not included in this complaint. 8 stems had more than 4 degrees of malalignment- no treatment required. 3 instances of stem subsidence 3 instances of extraskeletal ossification. Captured in this complaint: 1 charnley polyethylene cup, femoral head, and stem. It is unknown which listed complication is associated with the depuy charnley tha. "